Event description:
It was reported that during a hernia repair procedure, the staples did not form. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.